Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b refills] does not stay on the toothbrush and comes off [device breakage]. Case narrative: consumer e-mail stated toothbrush heads does not stay on the toothbrush and comes off during brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b refills] does not stay on the toothbrush and comes off [device breakage]. Case narrative: consumer e-mail stated toothbrush heads does not stay on the toothbrush and comes off during brushing. No injury was reported.